Event description:
I had breast augmentation in (B)(6) 2013 with dr (B)(6), m.d., p.c. In (B)(6) and implanted sientra smooth round silicone filled implants (stamped silimed) left ref: 10512-510mp, sn: (B)(4); right ref: 10512-510mp, sn: (B)(4). I probably started feeling my symptoms around 2015 and gradually increased to a level that I never thought my body would experience such as extreme fatigue, gi issues, depression, anxiety(I was once in the hospital with anxiety diagnosis which I never suffered from it before), brain fogginess, vertigo, horrible eyes light sensitivity, vision changes, purple hands and feet, cold extremities, weird sensation in my body like coldness running through my veins on my legs, weight gain, really bad joint issues that there were days I had a hard time walking, hormonal imbalance, cholesterol shot up thru the roof, bad rash on/off all over my body, I had to go see a cardiologist because I was having constant palpitations and was running out of breath. My primary doctor run a lot of test throughout the years even a brain scan because of my vertigo and feeling zombie like. Even my own doctor said, "you've been battling these symptoms for a while and we can't figure out what is going on." I ended up getting a couple of hormone pellet therapy treatments in desperation to help with my hormones and my extreme fatigue. I started searching on the web for my symptoms trying to find an answer until I came across a (B)(6) page called (B)(6), I joined the group and after reading other ladies talk about their journeys and symptoms with breast implants I immediately knew what my problem was. Shortly after I started reading the stories of ladies that had and have implants I started noticing more of tender spot on my left breast(I had felt it before but it was minor and didn't think much of it), however it was starting to get more tender and I decided to go and see my original surgeon dr (B)(6), the surgeon that put the implants in and told him about my situation; he said that it could be a capsular contraction and gave me medicine to see if it would take care of the problem. I also mentioned to him about all the symptoms I was having and how I thought that the implants were causing that, dr (B)(6) said he has never known that implants can cause those symptoms and did not think mine were related to what I was feeling. When I mentioned to him about my thought of getting the implants removed, he said that if I did that my breasts would look like "deflated balloons" I definitely did not agree with any of his suggestions or thoughts, not after I have done more research and I have come to a conclusion that the implants were causing this problem. I went to see another surgeon that I found on the (B)(6) group dr (B)(6) plastic surgery and told him about my symptoms and what I wanted to do, he did say there were a lot of women that were having those symptoms and that reported high relief of their symptoms after they had their implants explanted (en bloc capsulectomy procedure). I decided that for me removing the implants was the best decision considering all the knowledge I acquired over analyzing the situations of other women, I decided I had to remove them asap. I was able to gather the money I needed with credit cards and financing part of the procedure to get it done since my insurance would not cover any of it. I had my en bloc capsulectomy on (B)(6) 2019, my surgeon found that my left implant was indeed ruptured. Sientra is not returning my calls, emails and is refusing to give me my implants back and will not give me a copy of the lab results. I asked them if they reported my symptoms to the FDA and it sure seems like they never did since it is not in their best interest to do so. Sientra, breast implants were never sent back to me and results from the lab were never given back to me and they refuse to give me a copy of the lab results. Sientra doesn't answer my calls or emails and completely ignores any of my concerns and issues I am still battling with. FDA safety report ID# (B)(4).